Manufacturer narrative:
Based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled. Moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
Received an error code 3 during the unknown case. The case was completed with another handpiece. No patient consequence was reported.